Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart. A cold reset was performed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the unable to clear the alarm and not able to rewind the pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart alarm noted.